Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were off the bus and did not recover after a reboot. The field service engineer (fse) inspected the system and isolated the root cause by checking each drawer individually. Drawers were observed going off the bus, and auxiliary cabinets were noted to shift state after each reboot. The communication sled, auxiliary cables, and bus cables were inspected. The module board and controller on drawer 6 were replaced, as it consistently remained off the bus during troubleshooting. A grounding issue with the bus cable and a faulty auxiliary cable were identified and replaced. All devices, auxiliary cabinets, and the smart remote manager were restored to the bus, and the original communication sled was reinstalled. All drawers and hardware were tested using the hardware test application and confirmed to be functional. The customer validated all drawers within the application, and full functionality was verified. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers were off the bus and did not recover after a reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.